Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for non-malignant pain. It was reported that the patient had a sudden return of migraines in the head. Impedance measurements were taken and the implant was on. There was no recent medical test or electromagnetic interference (emi) exposure. There was n o trauma or fall that could be related to this issue. The change in therapy was not related to positional movement. Impedances were tested at 3.0v and there were high impedances between 4000-40,000 ohms. The impedance was taken in neutral showed all contact with contact >40000 and some of contact 4 were >40k and all 30000+. Impedances were taken in different positions; tipped forward 2 >40,000; tipped back 2 >40k and 4 similar to neutral; turned to left 2 >40,000 and 4 was 20k+. Group c was the group was using with 0*2-4*6-; group b was 0-2-4-7-. The out of range electrodes were being used in programming and causing therapy problems. The rep was going to attempt to program around the affected contacts. They verified the stimulation on and off. When stimulation went off the patient could feel the loss of tingles. The clinician programmer (cp) diary section showed stimulation had been off for a 2 week period in december, which the patient did not agree. The rep later reported that they reprogrammed not using the electrodes with high impedance. The patient reported feeling stimulation in 100% painful areas.